Event description:
The customer reported that on (B)(6) 2025 at 11:57 am at room 7 the epm 12m patient monitor (serial number (B)(6)) did not generate an alarm when the o2 sat dropped below 80. No patient injury was reported.

Manufacturer narrative:
A mindray field service representative tested the epm 12m serial member (B)(6), and the unit performed per specification. Using a simulator, the unit generated the expected alarm when spo2 dropped below 80. System logs were collected for further analysis. Under investigation.

Manufacturer narrative:
A comprehensive review of epm 12m logs confirmed that at 11:57 am, the patient's spo2 value did not fall below 80. However, at 11:54 am, a transient decrease in spo2 was observed below 80. For all other times within the 10-minute window before and after, spo2 values remained above 88. Further investigation determined that the period of reduced spo2 coincided with an ongoing non-invasive blood pressure (nibp) measurement. Device configuration analysis revealed that the nibp simul switch within the spo2 menu was set to "on." When this setting is enabled, the spo2 alarms are temporarily suppressed during nibp measurement, regardless of the measured value. Based on electronic data review and device configuration of the monitor at the time of the occurrence, it is confirmed that the epm 12m patient monitor performed per specifications.

Event description:
The customer reported that on (B)(6) 2025, in room 7 at 11:57 am the epm 12m patient monitor (serial number: (B)(6) did not alarm at the bedside or central station when the o2 sat dropped below 80. No patient injury was reported.